Event description:
It was reported the patient's rate dropped into the 30's and the patient became pre-syncopal. It was further reported the lead was over sensing. The defibrillator and lead remain in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.